Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor will not be accurate because the meter did not retain the previous boluses in the history of the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.